Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx bifurcated stent graft (bsg), two afx vela suprarenal and an afx vela infrarenal. It was reported on (B)(6) 2024 that there is a possible type iiia endoleak of the afx2 bsg, a type ib endoleak in the right iliac, and a type iiib endoleak at the bifurcation of the afx2 bsg. Reintervention was completed on (B)(6) 2024, with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. There were no endoleaks visible to the end of the reintervention. The patient was symptom free post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the right common iliac artery, type iiib endoleak of the distal main body and additional endovascular complaints are confirmed. The type iiia endoleak of the aortic components is refuted. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 7.5mm occurred that was not in the event as reported. The sac growth was discovered during a review of the computed tomography scan 11 january 2024. The second proximal extension was angulated from the first proximal extension and noted not to be a type iiia endoleak (anatomy related). There was no clear contrast visible in the sac in this area indicative of an endoleak. The mid aortic hypoattenuation was calcifications and there was no difference in the appearance of the non-contrasted study vs the contrasted study. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms were cutdown of the right common femoral artery due to hard scar tissue. The final patient status was reported as discharged home on postoperative day two in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.